Manufacturer narrative:
The cause of the discordant, elevated pt-inr result is unknown. However, analysis of the customer information provided revealed no systematic failures or qc failures. The issue affects the initial measurement and shows a time dependent drift. A pre-analytical variable cannot be ruled out such as improper/incomplete mixing of the tube post collection resulting in falsely elevated results during the initial processing. The device is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, elevated prothrombin time (pt-inr) result was obtained on a patient sample on the cs-5100 instrument. The result was not reported to the physician. The same sample was retested on the same instrument over time and lower results were obtained. There is no indication that patient treatment was altered or prescribed on the basis of the discordant, elevated pt-inr result. There was no report of adverse health consequences as a result of the discordant, elevated pt-inr result.